Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had only 1 valve implanted. Further information was received, indicating that due to the transcatheter aortic valve replacement (tavr) procedure, atrio-ventricular (av) block occurred; therefore, a permanent pacemaker was implanted. It was noted that the av block first occurred on the same day as the implant of the valve.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, d6a, h6. Correction: upon review of additional information received, it was identified that the supplemental medwatch submitted on january 8, 2026 was submitted in error. The initial medwatch and this supplemental medwatch accurately reflect the reportable event information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of a transcatheter aortic bioprosthetic valve (tav) (manufacturer unknown) replacement procedure, in a patient with an existing tav (manufacturer unknown) and atrial fibrillation at baseline, a permanent pacemaker was implanted. No patient complications were reported as a result of this event. Additional information was received that the patient had only 1 valve implanted. Further information was received, indicating that due to the transcatheter aortic valve replacement (tavr) procedure, atrio-ventricular (av) block occurred; therefore, a permanent pacemaker was implanted. It was noted that the av block first occurred on the same day as the implant of the valve. Additional information was received that the type of av block was complete heart block (chb). Additional information was received that an unknown complication occurred with the transcatheter valve implant procedure.

Event description:
It was reported following the implant of a transcatheter aortic bioprosthetic valve (tav) (manufacturer unknown) replacement procedure, in a patient with an existing tav (manufacturer unknown) and atrial fibrillation at baseline, a permanent pacemaker was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. No identifiable valve information was provided. A conservative regulatory report was submitted without knowledge of the valve model or manufacturer. Continuation of d10; other medical products in use during the event include: unknown manufacturer product ID: mdt-trans valve (serial: unknown); product type: 0195-heart valves; implant date: (B)(6) 2025 medtronic product ID: micra permanent pacemaker; model number: mc1vr01 (serial: unknown); implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.